Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited signs of early battery depletion and no pacing. This ipg was explanted and returned for analysis.